Manufacturer narrative:
The device associated with this report remains implanted. No revision surgery has been reported. The initial reporting stated radiographic reviews are not available. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the device and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. The investigation could not draw any conclusions about the reported event with the newly provided information. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states: patient was experiencing extensor mechanism insufficiency; torn capsule and quad tendon. Also reported a vascular dvt; femoral, popliteal and peritoneal.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.